Event description:
It was reported that a patient's ambulatory infusion pump emitted a "cartridge removed" error but that everything appeared to be okay. Patient stopped the pump, reset it and restarted infusing with no issues. The following day, the pump emitted the same error even though everything appeared to be set up properly. Patient switched to back up pump and continued therapy without issue. No patient injury was associated with this incident.